Event description:
It was reported that the patient had his pump replaced in 2007. Since the replacement, the patient has had swelling around the pump on three occasions. The fluid was reported to be csf and morphine. The hcp at the hospital where the patient is currently admitted wants to remove the pump, but the patient and his family do not want the pump removed because it "has given the patient his life back." The patient was treated with a catheter revision. The pump remains implanted. The patient recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.